Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer noticed 2 stains on the lcd display on the insulin pump. Customer stated that she will send photos of the black dots on the screen. Customer's blood glucose was 145 mg/dl. Customer also had a broken belt clip. Customer stated that the pump was not bumped, dropped, or exposed to moisture.